Event description:
It was reported that the patient's lead and device were removed because of a possible infection, but was cleared to put the back in a week later. Subsequent information received reported that the patient had tenderness at the implant site, the pocket was opened and cultured. The culture was negative and the patient was scheduled for surgery. The patient was very happy now. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# va002am, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).